Manufacturer narrative:
Device evaluated by MFR: the stent had moved proximally on the balloon. As a result the distal edge of the stent is positioned 6mm proximal to the proximal edge of the distal markerband. The proximal end of the stent was pushed over the proximal markerband. A stent strut at the distal edge of the stent was raised. The condition of the stent is consistent with the distal edge of the stent getting caught on the guide catheter during insertion, resulting in the stent being pushed back proximally on the balloon. No issues were noted with the balloon profile. The balloon did not appear to have been subjected to any positive pressure. The stent protector was not received for analysis. The guide catheter used during the procedure was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Manufacturer narrative:
Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that the stent moved on the balloon. The patient presented with stenosis of the common femoral artery. Following the advancement of a 7f unspecified introducer sheath and a 7f mach1 guide catheter, a 7.0x40x75cm express¿ ld vascular stent delivery system was selected for use to treat the lesion. The stent was advanced into the guide catheter, when it was noted that the marker of the balloon presented more proximal to the stent than it should be. The express¿ ld vascular was removed from the patient immediately when it was noted that the stent had moved back on the balloon. There were no patient complications. The procedure was successfully completed with another express¿ ld vascular stent.

Event description:
It was reported that the stent moved on the balloon. The patient presented with stenosis of the common femoral artery. Following the advancement of a 7f unspecified introducer sheath and a 7f mach1 guide catheter, a 7.0x40x75cm express ld vascular stent delivery system was selected for use to treat the lesion. The stent was advanced into the guide catheter, when it was noted that the marker of the balloon presented more proximal to the stent than it should be. The express ld vascular was removed from the patient immediately when it was noted that the stent had moved back on the balloon. There were no patient complications. The procedure was successfully completed with another express ld vascular stent.